Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, missing end cap sticker, minor scratches on display window and cracked case near display window corners noted during visual inspection. All buttons functioned properly. However, the insulin pump had moisture damage was noted on keypad traces.

Event description:
It was reported the act button was not properly functioning on the customer's insulin pump. Customer stated the button had to be pressed several times to prompt a response. Customer did not drop, bump, or expose their insulin pump to moisture. The customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.